Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset, the patient was treated with injection vancomycin (1gm, "cont. 5th a day, stat" intraperitoneally) and piptaz (4.5g, per exchange, intraperitoneally, duration not reported) for peritonitis. At the time of this report, the outcome of the peritonitis event was unknown. The action taken with pd therapy was not reported. No additional information is available.